Manufacturer narrative:
(B)(4). Guide wire: rinato, grand slam; guide cath: launcher 6f jl4.0, al 1.5. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this instance, it is likely that interaction with the heavily tortuous and moderately calcified lesion contributed to the reported failure to advance. Further, this interaction with the anatomy/lesion may have resulted in disruption/damage of the stent implant on the balloon, such that during retraction of the stent delivery system (sds) resistance was felt and the stent dislodged as it interacted with the tip of the guiding catheter. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulty. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to this event. A query the complaint-handling database for the reported lot was performed and there have been no other incidents reported for stent retention issues or difficult to remove for this lot. In review of all incidents, there is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, de novo, mid circumflex artery, the 6 fr jl 4.0 non-abbott guide catheter was positioned but lacked enough support to deliver the 2.5 mm x 23 mm xience v stent delivery system (sds) to the lesion. During removal of the 2.5 mm x 23 mm xience v sds, the stent caught on the guide catheter and dislodged off the balloon in the anatomy. A gooseneck snare device was used to retrieve the stent from the anatomy. The guide catheter was changed to a al 1.5 non-abbott device and a 2.5 mm x 24 mm non-abbott stent was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.